Manufacturer narrative:
From the information provided, no investigation could be completed. Unable to follow-up for additional information from the initial reporter, as the initial reporter information was not provided. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death.

Event description:
It was reported that the tablo hemodialysis machine have been functioning 15% of the time and there are issues with the circuit. Circuit was changed 8-10 time in a 24-hour period. It was also reported that the access has negative pressure which would cause no return of blood and fluid. There were about 11 hemodialysis machines and all of them have malfunction while being used on an undisclosed amount of patients. It was alleged that patients have received blood transfusion due to malfunctioning of the device. Note: currently it is unknown whether or not the device may have caused or contributed to the events, as no product has been returned. No conclusion can be drawn at this time.